Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the implantable defibrillation lead exhibited pacing impedance measurements below 200 ohms. The local area field representative reported there was oversensing of noise, however no inappropriate therapy provided. An x-ray was taken indicating possible subclavian crush on this lead. No adverse patient effects were reported. Additional information was received indicating this implantable defibrillation lead was confirmed as fractured due to subclavian crush. The lead was surgically abandoned and no adverse patient effects were reported. During the procedure, the header of this device was found to be loose. The device was explanted without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. Microscopic visual inspection found no irregularities, the head was completely intact. The device performed normally throughout all tests.